Manufacturer narrative:
Additional concomitant medical products: product ID 8780, (B)(4), implanted: (B)(6) 2012, product type catheter; product ID: 8780, (B)(4), ubd: (B)(6) 2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 3.2 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that during a normal and expected pump replacement for elective replacement indicator (eri), no cerebrospinal fluid was able to be aspirated from the catheter. The catheter was fully replaced. The patient was not displaying any symptoms prior to the surgery but the surgeon wanted to replace the catheter just in case. It was unknown if there were environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.